Event description:
According to the reporter: the insufflation bulb is not putting air into the balloon. Defect with the valve. The balloon did not inflate. No harm to the patient, opened a new device. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient. No reinforcement material was used.

Manufacturer narrative:
(B)(4).